Event description:
Coronary stent came off balloon delivery system and was unretrievable. Stent became lodged in the culpret lesion inside the pt's right coronary artery. Pt was referred to vascular surgeon for emergent bypass surgery.